Event description:
It was reported by service report that the cot was lifted to a high position and dropped about half the way down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Lock pin; compression spring.